Event description:
Customer's mother reported that since receiving a new insulin pump, the customer's blood glucose levels have been high. Customer's mother stated that customer's blood glucose level was 400 mg/dl at the time of the call and ketones were present in the urine. Troubleshooting showed that the insulin pump was functioning correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.